Event description:
A malfunction alarm was reported, identified by a malfunction code that was resettable. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information to reset the pump, assisted the caller with the reset, and the malfunction did not recur afterward. The customer was advised to continue using the pump and to report if the malfunction code surfaced again.